Event description:
The customer reported via phone call that her sensor and blood glucose readings were 100 points off. The customer relied on the threshold suspend feature but the warnings did not appear on the insulin pump. Customer's blood glucose level was over 600 but her sensor glucose reading was around 120 mg/dl. The customer was walking, missed a step, and fell. She had to go to the hospital but it was not diabetes related. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.